Event description:
(B)(4). Well I got the essuer done a few months after my daughter was born. At almost a month later, my bones started to hurt; I was like ok, I understand cause sometimes my knees give me problems. Well, I realized my hair started to fall out in hand fulls, I went to the hospital in the past two years more than 10 times. I have had severe pain but I mean like stabbing aching pain to where it feels like some one has taken a knife or a jigsaw and stabbing the inside of my uterus with it; I have had back pain to where it feels like I am in labor but I'm not. It hurts so much to have intercourse with my husband and it is so bad I haven't had intercourse with my husband in almost a year because of this so called wonderful product of y'alls, what is it called, oh yes it is the essure! The product that they say is so wonderful and the perfect birth control. Hahahaha. Try again, its the worse thing y'all have ever came out with! Well I followed up with my ob/gyn like the hospital told me to, so I did. Well I told her about the severe abdominal pain that I have been having and everything that has been going on with me because my menstruals were so horrible, she put me on birth control pills; they didn't work well. Since then, have been off of them and I still have every little problem out their since I have been on this so called wonderful product the essure! These are the symptoms that I have had since I got this monster the essure in! I am having the symptoms of: I have gynecological: sharp/stabbing pelvic pain, abdominal menses, ovarian cyst, spotting, discharge, adenomyosis , hot flashes, painful ovulation, night sweats, spotting after intercourse (sometimes), severe painful intercourse, bleeding between period, sexual dysfunction, itching, burning of vaginal entrance, breast pain / tenderness, abdominal spasms, twitching ( all the time), pain (back, joint ,leg, breast, neck, spine, hips), chronic pelvic pain, all over body aches and pain, gastrointestinal, severe nausea, vomiting, gas, constipation, severe bloating ( I look like I'm 7 months pregnant), metallic taste in my mouth, bowel issues, neurological/mental health, severe migraines, severe dizziness, tingling sensation, nerve pain, brain fog / forgetfulness, anxiety/ panic attacks, severe mood swings, depression/ sadness, diminished brain function/ short term memory loss, confusion, forgetfulness, ptsd, numbness / tingling in extremities / hand, feet, shakiness, dizziness, blood issues, unexplained / easily bruising, hypoglycemia, allergies / sensitivities, cyst / acne, skin irritation / itching, other hair loss, swelling of feet / legs, dental issues, horrible insomnia, weight issues, muscle spasms, vision problems excessive sweating, dry skin / eyes, severe bloating ( I look like I am 7 months pregnant). These are all the horrible, horrible, horrible, horrible, horrible, horrible, horrible, horrible, horrible, horrible, horrible, horrible, horrible, horrible, horrible, horrible, horrible, horrible, horrible, horrible, horrible, horrible, horrible, horrible issues I am having ever since I put the so called wonderful product of birth control! It's more like the worst product that they ever came out with. They really need to take this thing off the market. There are over more then 20,000 women who know what I am talking about! I hope and pray that y'all take this killing product off the market! I am scheduled this month to see a different ob/gyn (since my old one won't listen to me ) to see if I can get this horrible killing essure out of me, so I can be e-free! Instead of e-hell!